Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer observed false positive results across all 4 targets when running the alinity m resp-4-plex assay. The field application specialist (fas) reported on behalf of the customer that for the 3 samples the customer experienced false positive results for, there were drops on the sample input station deck that alerted the customer the results may have been caused as a potential consequence of pipetting leaking. The customer placed these impacted samples in exception (error 3000, manually set to exception(s) by supervisor). Customer later reported an additional sample that generated false positive results for sars-cov-2 and flua , but upon repeat generated negative results. There was no mention of any observation of pipette leakage. The customer confirmed they didn´t report any of the false positive results to the clinician, as the biologist stopped the results. They did confirm there was no patient management impact associated with this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the runs for the questioned samples were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the positive and negative controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lots 513861 and 515652 are performing outside of established design performance specifications. Several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n79-090). In order to ensure there is no product deficiency for this product, a complaint search and frequency of occurrence calculation was completed to assess the performance of the product in the field. The frequency of discrepant results with abnormal fluorescence/curves for the alinity m resp-4-plex product is (B)(4). According to the alinity m resp-4-plex clinical performance protocol, which was used to validate user needs and product requirements: the negative percent agreement (npa) between alinity m resp-4-plex and the comparators assay shall be 95% or greater (frequency < 5%). The frequency of discrepant results is less than 5% therefore a product deficiency for alinity m resp-4-plex (list 09n79) could not be identified from this analysis. The customer's observation of abnormal curves was verified; however, the occurrences of these results continue to meet design specifications. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lots 513861 and 515652 and their components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lots 513861 and 515652 and their components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lots 513861 and 515652. The lot specific complaint history review identified five complaints related to the reported issue, which were all investigated together as part of this investigation. 2 additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lots 513861 and 515652 were also identified. One of these tickets was independently investigated and did not identify a product deficiency. The other ticket is still open pending troubleshooting in the field. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lots 513861 and 515652 was not identified.